Event description:
Physician observed exposed urethral bulking material post-implant when the patient returned to the doctor's office complaining of painful urination. The exposed material was removed via cystoscopy and the pain immediately went away. The patient was released and no additional procedure will be performed until the tissue heals. Patient is still continent and doing well. No further complications have been reported.